Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father was reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 390 mg/dl at the time of the incident. Customer reports they did not hear the differences between the two audio beep volumes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.